Event description:
- -

Event description:
Boston scientific received information that approximately two weeks post implant, follow up of this right ventricular lead revealed decreased sensing measurements. It was thought this lead may be dislodged. A revision procedure was performed. Despite attempts to reposition, acceptable measurements could not be obtained. A decision was made to remove and replace this lead. Post replacement, acceptable measurements were obtained. Successful defibrillation threshold (dft) testing was performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed blood/body fluid noted throughout the helix mechanism. The helix was retracted. The lead tip and helix were intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis did not reveal any visible manufacturing issue that would have contributed to the lead dislodgement.